Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins was becoming hot during use and subsiding when turned off. The rep reported that there were no known factors that could have contributed to the issue. The rep reported that no troubleshooting was done at the time of the report. The rep reported that the patient was advised to call the clinic and seek advice if he should come have the ins and incision checked. No further complications were reported.